Event description:
It was reported that a screw was found missing in the device after a procedure. No patient involvement or procedural delays were reported with this event.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results

Event description:
It was reported that a screw was found missing in the device after a procedure. No patient involvement or procedural delays were reported with this event.